Event description:
It was reported that the customer had a blood glucose level of 400 mg/dl. The customer's mother stated that the customer was sick and on steroids which contributed to her high blood glucose level. Also, the customer had an issue with the scroll wrap feature on her insulin pump: at one point, her insulin pump was on a (B)(6) temp basal rate, and at another point, it was at a zero basal rate. Standard troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.